Event description:
Country of complaint: norway. A near accident happened during endoscopy procedure of a patient with tumor in third ventricle in the brain. When the operation started, the endoscopy instrument was fine. There was a very good picture quality but during insertion of the scope in a plastic tube down in the direction to the ventricle system, the picture get extremely bad. The surgeon took the scope out and could see that there was a 1.5 cm long glass rod standing out of the front of the scope. That was extremely frightened for the surgeon, but luckily there was no visibility so that he/she had to take out the scope. Then he/she changed to another scope to go through the operation and detected that about 1 cm metal piece was inside the patient in the "foramen monroi." With a biopsy forceps they picked up the metal piece. As far as they could see there are no more particles inside the patient's brain.

Manufacturer narrative:
Us agent advised of complaint (B)(4) 2012. Evaluation results: the investigation was performed by aesculap fleximed in (B)(4). As results of the investigation, I was found that an optical component (negative lens) was missing (remarks: the customer stated: "as far as they could see there are no more particles inside the patient's brain.") Furthermore, the "distance" on one objective fell out of the product. According to the received information, this piece has been recovered by the surgeon and the piece was also returned with the complained product itself. Two rod lenses were broken (remarks: the customer described "there was a 1.5 cm long glass rod standing out of the front of the scope"; the investigation result leads to the conclusion that one broken rod lens was detected at that time). The glued connection got detached on several areas. This follows a pattern which is very likely related by an invalid processing procedure with a "sterrad nx or 100nx" procedure (as stated in the IFU, page 24, this reprocessing procedure is not compatible with the product). Based on the investigation results, the damages on the product are not related to a manufacturing or material issue, but due to handling and/or processing circumstances.